Event description:
It was reported while using bd precisionglide¿ needle 3/8 in. Single use, sterile, 26 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: caller reported reported resistance getting the needle into the cartridge. Correction: caller reported that they could not press down on the plunger of the syringe due to it being stuck.

Manufacturer narrative:
Medical device lot #: 220101 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.